Manufacturer narrative:
Pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure in 2009. The patient developed severe right hip and leg pain post-operatively. A CT scan was negative, but the patient had difficulty walking. The surgeon is recommending removal of the device with replacement at a later date. Currently, the patient is reluctant to do so as the pain is slightly better, and the patient does not want return to incontinence.